Manufacturer narrative:
A company service representative examined the system and was unable to duplicate the problems reported. Preventative maintenance was performed. The system was then tested and met all product specifications. The customer was advised to have engineering place a line monitor on the outlet providing power to the system. (B) (4). (B) (4).

Event description:
Adverse event(s): "no injuries" (no consequence or impact to patient). Product problem(s): "power down while idling" (loss of power); "intermittently dim" (device stops intermittently). A nurse reported that the system would intermittently dim then power down in between cases. The system would be rebooted and all the cases would be completed. The event was reported to only happen while in idle mode and no injuries occurred, however, when a company service representative spoke with a nurse while on site, it was replaced that it had happened once during a case.